Event description:
Patient draped in sterile manner. Pic line inserted, catheter broke off at guidewire when needle was being removed. Pressure applied above site, tourniquet applied, cutdown performed by anesthesia. Catheter removed without dificulty. Patient's condition stable prior to event. Remain stable after event. Pic line inserted by a contracted services of a home health agency not affiliated with the hospitaldevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: hub, guidewire. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was destroyed/disposed of.